Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the heavily tortuous and heavily calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex (cx). The 2.5x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted. During the second inflation, the balloon ruptured at 8atms. The bdc was replaced with a new nc trek bdc and the procedure was continued. There were no adverse patient effects nor clinical delay reported. No additional information was provided.